Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery while attempting to prime the tubing. The patient's blood glucose at the time of incident was 135 mg/dl. Troubleshooting was initiated for the no delivery issue. The customer had trouble disconnecting and reconnecting the original reservoir and tubing. Instead, the reservoir and infusion set were changed and the pump the customer was able to successfully prime. It remains unclear what caused the no delivery alarm in the first place. The suspect reservoir will be returned for analysis and a replacement reservoir, infusion set, cannula, and tape kit were shipped to the customer.